Event description:
Investigator assessed that the patient's cad progression was not related to the study device or study procedure.

Event description:
Index procedure was promoted by an abnormal stress test and cad. There were two endevour sprint drug eluting stents implanted during the index procedure ; both in the lad. It was reported that patient recovered. Approximately 5 weeks post index procedure a staged procedure of the lcx was carried out. One integrity bare metal stent was implanted. Approximately 21 months post index procedure the patient's cad had progressed. A revascularisation CABG procedure was preformed. Patient recovered with treatment.

Manufacturer narrative:
(B)(4). Eval: inherent risk of procedure - coronary artery bypass graft surgery;

Event description:
The cad progression event previously reported has been updated to instent coronary artery restenosis.

Event description:
Additional information received reported that the previously reported CABG procedure performed approximately 21 months post index procedure involved target vessel revascularization of the lad, 1st ob. Marg, 2nd ob marg and ramus branch.

Manufacturer narrative:
(B)(4).